Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 206 mg/dl back to back with a result of 97 mg/dl on the aviva system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.